Manufacturer narrative:
(B)(4) evaluation summary: evaluation of the returned device found that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank but did not engage with the posterior cuff and remained undamaged. This is indicative of posterior needle being deflected away from posterior foot pocket. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs. The returned condition substantiated the reported product experience. The original plunger was not returned with the device; therefore, during testing, a new proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacture of the device. Based on the successful test of the devices needle trajectory in the and testing during manufacturing, the probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred. It is not known how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.